Event description:
It was reported that approximately two (2) months after implantation, during a routine post-operative checkup, it was found out that the leg screw had backed out from the proper position. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Proximal humerus, right, 9x160mm #item: 47249616009, #lot: 3083730. Blunt tip screw, 4x40mm #item: 47248604040, #lot: 3086986. Blunt tip screw, 4x42mm #item: 47248604240, #lot: 3082110. Ann ph nail rt 9x160mm #item: 47-2496-160-09, #lot: 3083730. Ann cort bone screw 4 x 24mm #item: 47-2486-124-40, #lot: 3091458. Ann washer small #item: 47-2488-000-04, #lot: 3081906. Affixus ph nl cap 0mm #item: 47-2488-010-00, #lot: 3091377. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00640.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. As no products were returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The product combination was approved by zimmer biomet. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." No medical reports were provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. Therefore, no design changes were conducted. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.